Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient receiving an unknown medication via an implantable infusion pump. Patient information was unknown. Per the reporter, the patient had "motor stall issues." No further information was provided. Additional information has been requested but was not available at the time of this report.